Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a sleeve gastrectomy, the stapler would not fire more then first 2mm across stomach. We switched adapters to standard adapter and it worked fine using same reloads. Current patient status: ok. There was no patient injury or hazard. The staple line was re-stapled in order to complete the line.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of received one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the adapter and handle noted no abnormalities. During functional evaluation, the subject adapter was recognized by the pmv test handle. The subject handle fired over test media satisfactorily. The reported condition of partial firing was not replicated. A review of the device history record indicates these devices lot numbers were released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.